Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When administering fluid therapy to a patient, fluid oozed out of the side of the indwelling needle after removal of the steel needle portion after cannula entry. Time of use of device: (B)(6) 2026. Purpose of use: rehydration therapy. Basis of use: rehydration therapy. Usage: not used. Adverse event: when the patient was given fluid infusion therapy, after the cannula was inserted and the steel needle was removed, fluid oozed out of the side of the cannula. Impact on the victim: yes, re-puncture was performed. Treatment: replacement of cannula, repeat puncture.